Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Additionally, it was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 142 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.